Event description:
It was reported customer is noting an increase in occlusion alarms despite it running infusion faster than 5ml/hr and despite changing the "program" from oxytocin to IV fluids. Customer reports there is no occlusions upon clinician assessment. It was reported clinicians are experiencing fatigue. There was no patient harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.